Manufacturer narrative:
The lens was returned inside a plastic specimen jar with a screw top lid. There is a small amount of clear liquid inside the container. The lens was removed from the jar and allowed to air dry prior to the evaluation. Solution was observed on the lens. The anterior optic surface has split/cracked and gouged damaged areas located between one haptic/optic junction and the optic rings. No other damage was observed. The file indicated the use of a qualified cartridge and handpiece. A non-qualified viscoelastic was indicated. The product investigation could not identify a root cause for the complaint of extreme glare (explant). The returned lens was damaged. The lens damage most likely occurred due to a failure to follow the dfu. A non-qualified viscoelastic was used. Due to differing material properties, the use of a non-qualified viscoelastic may result in delivery issues and/or damage. Information on the completed questionnaire indicated that the patient could not adapt. The 21.5 lens model was replaced with a monofocal, lens model with a half diopter higher in power. The information that the multi-focal lens was replaced with a monofocal lens model and a difference in diopter would reasonably suggest that the replacement lens was an improved selection for the patient's needs. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic technician reported that after an intraocular lens (iol) was implanted, the patient had problems with extreme glare. Three months after the lens was implanted, it was exchanged for another model of lens. Additional information was requested.